Event description:
Saline solution "may" have dripped from a punctured bag onto the IV pump and between the main unit and a module attached on the side of the pump leading to smoke and small flame, requiring the staff to disconnect the unit from the pt and reconnect another unit to the pt. No harm or delay in treatment resulted for the pt. Dates of use: (B)(6)2010 - (B)(6)2010.